Event description:
It was reported that patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced atrial arrhythmia. Boston scientific technical services (ts) discussed that it looks like atrial fibrillation (af) under sensing which results in atrial tachy response (atr) in and out but likely same af arrhythmia. Health care professional (hcp) want to adjust right atrial (ra) sensitivity. This device remains in service. No adverse patient effects were reported.